Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Treating healthcare professional (hcp) reported a patient was injected in the lips with juvéderm® volbella¿ with lidocaine at another office. A couple of month later, patient developed painful lumps filled with pus in the injected area. Physician stated that they have treated the condition. Symptoms resolved.